Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). Investigation into u104 and u1003 failures is documented on car 1440. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not power on.